Manufacturer narrative:
The excor cannula extension set (lot 00157047) was used on the patient from (B)(6) 2025 until the extension set was exchanged on (B)(6) 2025. The event occurred on 2025-12-22, which is (32 days) after the extension set was placed on the patient being supported with an excor active driving unit. The patient was transitioned to ECMO with the new excor extension and connector at the time of the event. We have reviewed the device history record (DHR) of the extension set lot no. 00157047. This product was produced according to our specifications. According to the production record, a total of 2 extension sets with this lot no. Were produced. All two sets with this lot no. Were distributed in the USA. There are no other complaints associated with either lot number. A detailed investigation report will be provided as soon as it is available.

Event description:
The site contacted berlin heart inc. Clinical affairs (ca) to report a cannula breach involving the outflow excor cannula extension set ø 6/6 mm. Per the site, three linear, non-palpable "scratches" on the extension had been previously identified, closely monitored, and supported with perfusion tubing. Less than one hour prior to the event, these areas were reassessed with no noted change. The bedside nurse reported entering the patient's room and observing blood present between the perfusion tubing and the outflow extension. The nurse immediately clamped the extension and removed the supportive perfusion tubing to further assess the extension. During this assessment, air was noted to have entrained into the blood pump; however, air migration to the patient was prevented by the clamp . A clinical decision was made to transition the patient to ECMO. The transition was completed successfully, with the patient remaining hemodynamically stable and no neurological deficits observed. Of note, this patient previously underwent cannula excision due to a deep disruption to the cannula was identified just below the velour on the outflow cannula (MDR 3004582654-2025-00067). During that procedure on (B)(6) 2025, the site placed the affected extension (lot no. 00157047) connected to 6/9 mm connectors, which then connected to the blood pump. This configuration was selected to ensure adequate length; however, the site was unable to avoid positioning the titanium stub beneath the velour. Based on the update, the site contacted bhi ca to report the patients head CT showed no acute changes and remains hemodynamically stable on ECMO.